Event description:
It was observed that during device evaluation, the bronchovideoscope had a burnt plastic distal end cover. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found burnt plastic distal end cover. Based on the results of the investigation, it is likely that the following led to the malfunction: we presume that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, we could not specify cause of the suggested event. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): user may be able to detect the suggested event by handling device in accordance with IFU: ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.